Event description:
On (B)(6) 2011, pt reported the up and down buttons on his infusion device are not working intermittently. Pt stated he noticed them working intermittently a couple of months ago. Pt reported he noticed the issue while bolusing. Pt is aware of the infusion device recall. Pt stated the buttons pop back when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.